Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The target lesion details are unknown. The unknown size promus element plus coronary drug-eluting stent was advanced into the patient. The physician attempted to cross a long stent without success. At an unspecified time, the distal end of the catheter broke. The entire device was able to be removed. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).